Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with multiple courses of oral antibiotics (date and duration not reported). The patient also underwent a revision surgery under general anesthesia on (B)(6) 2025 in order to perform skin flap advancement and to irrigate the infected area with antibiotic solution. The device was explanted during the same surgery.